Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 22-feb-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy half height cubie drawer 5.2 was not being detected. The field service engineer (fse) inspected all rear connections, removed the mother of all boards, and removed all pockets. No debris was found; however, the mother of all boards remained offline. The mother of all boards tray was replaced, and the original pockets were transferred. The customer was able to recover the system and resolve the issue. Functional testing was performed, and no further issues were reported. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failure occurred, as the drawer did not open and required replacement. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.